Manufacturer narrative:
Concomitant medical products: 680r26 heart ring, implanted: (B)(6) 2012. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was undersensing during atrial tachycardia/atrial fibrillation (at/af) events. The lead remains in use. No patient complications have been reported as a result of this event.